Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing on presenting electrograms (egms) that resulted in an unknown duration of pacing inhibition. The associated cardiac resynchronization therapy defibrillator (crt-d) was noted to be programmed lv only. The local field representative reported that the lvs lined up with as, and did so regarding of sensing configuration. Technical services (ts) reviewed stored device data from the remote home monitoring system, and noted the same behavior in presenting egms beginning three months ago. Ts discussed the potential of lead movement, and discussed troubleshooting and potential programming options. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the lv lead had dislodged from the original implant location, however, was still functional.

Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing on presenting electrograms (egms) that resulted in an unknown duration of pacing inhibition. The associated cardiac resynchronization therapy defibrillator (crt-d) was noted to be programmed lv only. The local field representative reported that the lvs lined up with as, and did so regarding of sensing configuration. Technical services (ts) reviewed stored device data from the remote home monitoring system, and noted the same behavior in presenting egms beginning three months ago. Ts discussed the potential of lead movement, and discussed troubleshooting and potential programming options. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.